Event description:
This report is based on information provided by a philips remote service engineer and a third party bench engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device display screen required to be replaced, the condition was not desirable. On inspection at the third party bench repair facility the touchscreen was damaged and the touch inputs were not accurate after calibration. There was no reported patient involvement, therefore no health consequences or impact.